Manufacturer narrative:
We have received the complaint device for evaluation. However, we were unable to replicate the reported incident. The common carotid balloon inflated and deflated properly when we inflated it was saline. We did not observe any leakage from the blue stopcock joint. However, when we attempted to inflate the internal carotid balloon with saline, we observed liquid leaking from both ends of the safety balloon. We were able to roll the balloon over by using gentle force. The root cause of the issue was determined to be an operator error- not enough glue was applied on the safety balloon joint during assembly process. One unit of the f3 shunt from this lot number was also returned by the user. We did not observe any defects in this returned device. Both internal carotid and common carotid balloons inflated and deflated properly. No leakage at the safety balloon was observed in this device. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We have made our manufacturing team aware of this issue and retrained them on glueing technique which we believe will prevent these issues from reoccurring. The malfunction was detected during pre-use check. Surgeon used another f3 shunt for the procedure.

Event description:
During pre-use check, user detected a leakage at the blue stopcock when he attempted inflate the common carotid balloon with saline.